Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 8 in the mouth, the implant had not achieved osseointegration. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in (B)(6) site 8 in the mouth, the implant had not achieved osseointegration. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)